Event description:
The following comment was identified on social media: ¿when the knife advances but no staples are deployed it means the cartridge was assembled improperly. There is a separate portion of the sled that pushes out the staples. If it wasn¿t assembled and if quality control missed it you get no staples but cut tissue.¿ the social media comment was in response to the following social media post: it was reported that during " an urgent revision from vbg (vertical banded gastroplasty) to a gastric bypass due to complete obstruction at the silastic band, things going beautifully. I fired my final staple load vertically to complete my new pouch.. Blue load 60: compresses, no error, fires...opens...no staples are fired but the sled cut the tissue and there is a gaping hole on both the remnant and the pouch at the ge junction." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler reload referenced in this post has not been returned for evaluation; therefore, the root cause of the customer's comment cannot be determined. A follow-up MDR will be submitted if the product is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the use of a sureform stapler and reload resulted in an incomplete staple line with unknown cause. It is unknown what and /or if medical intervention was required. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.